Manufacturer narrative:
Unit was received with no up and down button response due to corroded keypad traces. No button error alarm noted. Pump received with scratched lcd window, cracked case near display window corner, cracked case on bottom right corner at lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 156 mg/dl. Troubleshooting was not performed. The device was returned for analysis.